Event description:
It was reported that during follow-up, a manual capacitor maintenance was performed and an alert for charge time limit reached was observed. A second manual test was performed resulting in a normal charge time. The device remains implanted. The patient is currently doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.